Event description:
Permanent tinnitus induced by ultrasonic teeth cleaning with cavitron. Rptr remembers that sound was especially loud, but not painful while rear molars were being cleaned; that his ears were ringing with a high-pitched tone like that of a "television flyback transformer" when rptr left the office. They are still ringing 8 years later.